Manufacturer narrative:
The valve remains implanted and therefore has not been returned to medtronic. The dcs was not returned for analysis. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that during the initial positioning of this transcatheter bioprosthetic valve, the valve was in a lower than desired position. The valve and delivery catheter system (dcs) were pulled back to place the valve in a better position. The valve subsequently popped out of position due to the continued tension on the dcs during the final release of the valve, and the valve was deployed in the ascending aorta. A second valve was successfully implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.